Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 a patient (pt) called to report that he/she was diagnosed with a corneal ulcer while wearing an unknown acuvue brand contact lens. The pt reported that he/she opened a new box of acuvue contacts and reported that " I received a box of defective lenses that resulted in me getting a corneal ulcer on one of my eyes with permanent scarring." On 27sep2016 the pt reported that he/she went to an eye care professional (ecp) on (B)(6) 2016 who "advised the pt he/she had a corneal ulcer with a white spot on his/her eye." The pt reported that he/she was advised by his/her ecp "to wear contact lenses minimally and see if it improves." The pt reported that he/she went to the ecp again on (B)(6) 2016 and was seen by a corneal specialist who advised the pt that he/she "had a corneal ulcer and to discontinue contact lens wear." The pt reported that he/she "has several scars od and is not sure if he/she will be able to wear lenses again." On 30sep2016 a call was placed to the pts treating ecp and the additional information was obtained as follows: the pt was seen on (B)(6) 2016; ecps note reflects "od corneal scarring from a resolved corneal ulcer." The ecp reported that he/she did see old scarring, but did not see an active corneal ulcer. On 10oct2016 the ecp returned a call to report that on (B)(6) 2016 the pt was not seen in his office when the pt had an active ulcer. The ecp reported that the pt was previously seen in 2012, 2013, and 2015 and "the slit lamp exams were clear." The ecp reported that on (B)(6) 2016 two scars, location para central and superior temporal were noted. The ecp reported that the diagnosis on (B)(6) 2016 was "scars". The ecp reported that the pt saw a corneal specialist on "(B)(6)2016 and it was noted on (B)(6) 2016 that the pt had stromal scars at 9 and 10; the epithelium was intact." No additional information was obtained. This file is to report the corneal ulcer diagnosis that the pt reported on 26sep2016. It was not possible to obtain medical documentation from the pts treating ecp regarding the corneal ulcer event. However, there was od scarring noted by the ecp exam on (B)(6) 2016. This will be reported as a worst case od event. The date of the event is unknown, the acuvue product is unknown, and the lot number and the product are not available. No additional medical information is expected. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.